Manufacturer narrative:
Investigation summary: with all the available information, boston scientific confirmed the fiber stopped firing event as analysis identified that the fiber glass cap was detachment/separated. It was found during analysis that the metal cap exhibited tissue adhesion. It is probable that the glass cap detached/separated due to elevated temperature near the fiber output window. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg-300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Although analysis also identified devitrification at the fiber tip, please note that the devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Device history record review: the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Device technical analysis : the product was returned for analysis to our post market quality assurance laboratory. Visual analysis revealed that the glass cap was detached, and it was not returned. The metal cap exhibited mild debris adhesion, which indicates tissue contact. The glass cap exhibited mild devitrification at the output window. The fiber was functionally tested with the helium neon (hene) laser fixture, no additional breaks were visible along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review: a review of the product labeling was completed. According to the instructions for use (IFU): connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Caution: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap detachment/separated. IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that at the beginning of a photoselective vaporization of the prostate (pvp) procedure, the fiber was not firing. A second fiber was used to complete the case. There were no patient injuries related to this event. The fiber was returned and analysis identified a glass cap detachment.